Event description:
It was reported that the patients simulation was decreasing and increasing on its own. After reprogramming changes in stimulation was lessened. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medica facility.